Event description:
Reported via clinical study: it was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. A 31mm watchman flx laa closure device & delivery system (wds) was selected to be used. On (B)(6) 2022, the patient underwent successful placement of a 31mm watchman flx closure device with a complete laa seal and deployed device diameter of 25.0mm. The patient was discharged on (B)(6) 2022 on apixaban (10 mg/day) and aspirin (81 mg/day). On (B)(6) 2022, during the 4-month protocol scheduled follow up visit transesophageal echocardiography (tee), no thrombus on the atrial facing surface of the closure device was noted. On (B)(6) 2025, 1216 days post index procedure, the patient presented for a follow-up visit. A transesophageal echocardiogram (tee) revealed a mobile thrombus on the atrial facing surface of the closure device with a maximum area of 4.4 cm2. At the time of the event, the patient was on aspirin (81 mg/day). Non-surgical intervention was performed in response to this event.

Manufacturer narrative:
B2 outcomes attrib to adv event: updated with new information received. B3 other relevant information: updated with additional information received. H6: impact code added.

Event description:
Reported via clinical study. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. A 31mm watchman flx laa closure device & delivery system (wds) was selected to be used. On (B)(6) 2022, the patient underwent successful placement of a 31mm watchman flx closure device with a complete laa seal and deployed device diameter of 25.0mm. The patient was discharged on (B)(6) 2022 on apixaban (10 mg/day) and aspirin (81 mg/day). On (B)(6) 2022, during the 4-month protocol scheduled follow up visit transesophageal echocardiography (tee), no thrombus on the atrial facing surface of the closure device was noted. On (B)(6) 2025, 1216 days post index procedure, the patient presented for a follow-up visit. A transesophageal echocardiogram (tee) revealed a mobile thrombus on the atrial facing surface of the closure device with a maximum area of 4.4 cm2. At the time of the event, the patient was on aspirin (81 mg/day). Non-surgical intervention was performed in response to this event. It was further reported that on (B)(6) 2025 the patient was hospitalized for further evaluation and treatment. The patient underwent surgical removal of thrombus. During hospitalization, the patient underwent cardiac catheterization which revealed evidence of worsening coronary artery disease (cad). The patient underwent successful coronary artery bypass graft. On (B)(6) 2025, venous duplex ultrasound was performed which revealed left popliteal deep venous thrombosis. On (B)(6) 2025, the patient underwent computed tomography (CT) neck scan which revealed right carotid stenosis. On (B)(6) 2025, the outcome of the event device related thrombus and worsening cad were considered to be resolved. On (B)(6) 2025 an electrocardiogram (EKG) was performed, and the patient was noted with atrial fibrillation. The patient underwent permanent pacemaker placement and apixaban was started in response to the event. On (B)(6) 2025, the outcome of the atrial fibrillation was considered to be resolved. On (B)(6) 2025 the patient was discharged home.